Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed loss of capture. Lead dislodgement was suspected. A revision procedure was performed. A decision was made to replace this lead. This lead was removed and replaced successfully. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.